Manufacturer narrative:
Additional information indicates this device was not at fault; therefore, it is no longer considered reportable. Correction: d6b - this device remains implanted; therefore, the explant date should not have been included in the previous report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy on their right side due to impedance issues. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the extension was explanted and replaced to address the issue. Therapy was restored post procedure.